Manufacturer narrative:
Follow up information revealed date of event and occured during testing with no patient involvement. Updated fields.

Event description:
Information received a smith medical fluid warming/level 1 hotline low flow systems - hl-90 would not alarm. No patient adverse events reported.